Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that the patient died. In (B)(6) 2012, the patient presented due to myocardial infarction (mi), silent ischemia and stable angina. Subsequently, coronary angiography and index procedure were performed. The target lesion was a de novo lesion located in the distal left circumflex (lcx) artery with 70% stenosis and was 12mm long with a reference vessel diameter of 3.0mm. The lesion was treated with pre-dilatation and placement of a 3.00mmx20mm promus element¿ plus stent, resulting in 0% residual stenosis. One day post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2015, the patient expired and the immediate cause of death was acute cardio pulmonary arrest and chronic renal failure.